Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with mentor smooth round moderate profile, 375cc saline breast implant experienced bilateral deflation, and possible right-sided capsular contracture unknown grade post procedure. The mammogram examination confirmed the issue. As a result, the patient underwent bilateral mastopexy, and bilateral replacements as follow: l/ cat#: 3507405mc (B)(4) r/ cat#: 3507300mc (B)(4) on (B)(6) 2022.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).